Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia after changing an insulin cartridge on an ilet system, with blood glucose measured at 366 mg/dl and decreasing slightly to 361 mg/dl despite no recent significant food intake and no observed issues with the infusion site; the user reported audible alerts, and troubleshooting and education were provided to monitor and allow additional time for glucose to trend down. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued device use with monitoring. Investigation included troubleshooting with the user and review of device use and reported alerts. Investigation of this case revealed no confirmed device malfunction or component failure and no evidence of a bent cannula, dislodged infusion set, or occlusion based on user report. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.